Event description:
It was reported that during an unknown procedure the device didn't work. No other information provided. No patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and was found to be functional. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for the device to not work properly.